Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a loos drive support cap letter. The insulin pump's drive support cap was sticking out and they didn't know to call about it until they received the letter. The customer had been using another insulin pump. The customer's blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with loose protruded drive support disk. The insulin pump had minor scratched display window, broken battery tube threads, cracked reservoir tube lip and cracked case at the reservoir tube window corner.